Event description:
It was reported that a new user of the ilet experienced hypoglycemia after accidentally entering two meal announcements for the same meal, which resulted in a combined insulin delivery of approximately 10 units and subsequent low blood glucose readings of 62 mg/dl on ilet and 58 mg/dl by fingerstick. Symptoms included feeling unwell consistent with hypoglycemia that improved after treatment. Outcomes included self-treatment with oral carbohydrates per 15x15 guidance, recovery to a fingerstick of 71 mg/dl, without hospitalization. Investigation included review of reported device use and user actions with education on proper meal announcement and hypoglycemia treatment. Investigation of this case revealed user error due to duplicate meal announcements leading to excess insulin dosing, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user interaction error.

Manufacturer narrative:
Initial.